Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger paddle was getting hot, very hot and that it was taking longer to charge the implant. Patient said that the issue started probably back in june and it started getting worse. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient through resetting the controller; controller showed 80% and implant 70%. Agent instructed patient to start a charge session; controller showed poor recharge quality, patient repositioned the recharger and implant was recharging with excellent quality. Patient denied any error messages/codes and charging speed was 4. The issue was not resolved. A request was sent to repair to replace the recharger. Other: patient mentioned the recharger was replaced before.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s ], s/n (B)(6), revealed. Analysis found: complaint unverified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.